Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism filature. It was also reported that the cannula was discovered bent. The blood glucose levels reached 380 mg/dl while wearing the pod between 4 and 24 hours.